Event description:
It was reported that during the implant procedure due to patient anatomy the lead could not be fixed to the apex of the heart. The threshold was high and sensing low. The physician changed to several different positions but the lead could not be fixed or parameters were still unsatisfactory. Another lead was used and implanted on the interventricular septum with good parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.